Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient fell on device and symptoms returned. Dr. (B)(6) ordered ap and lateral x-rays and concluded that the lead looked like it hadn't migrated. We tested the lead in the or and we got appropriate motor response on all 4 electrodes at low energy level. Dr. (B)(6) decision was to only replace the ipg. The issues was confirmed resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.